Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by hcp that "the pump failed" and attributed to the customer experiencing diabetic ketoacidosis. The customer is currently not using the pump for insulin therapy. No additional information was provided. Tandem technical support made multiple follow up attempts with the customer to obtain additional information, however, no response received.